Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg reached end of life. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. The device was running the service application software. The device entered the service application state on (B)(6) 2021. Per event details, there are no reports of any unrelated procedures, therefore, it is inconclusive as to what caused the service app condition. After the service application state was cleared, the ipg was functionally tested and passed all testing. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.